Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On an unknown date the patient had surgery to repair an iliac branch aneurysm. On (B)(6) 2019, the patient had a surgery using a gore® excluder® aaa endoprosthesis to revise a previous iliac branch surgery (manufacturer unknown). During the surgery the physician was using a plc271000 as a bridge for the procedure, and as the device exited the sheath it was reported to have begun deploying. Reportedly the physician tried to remove the device but it became stuck on the previously implanted device. When the device became stuck, the olive tip the came off the catheter, but remained on the guidewire. The physician was able to snare the olive and was successfully removed from the patient. It was reported that the physician was unable to remove the plc271000 after becoming stuck, and it fully deployed in the patient's external iliac artery. Imaging was then taken and no damage to the external iliac artery was present and flow looked good. Reportedly the physician decided to leave the device and relined with gore® viabahn® vbx balloon expandable endoprostheses. It was reported that the patient tolerated the procedure.